Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was recently diagnosed with a driveline infection. The pt will be medically managed on oral antibiotics and the hospital staff will continue to monitor.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.